Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a bad screen was confirmed and reproduced during product evaluation. The assignable cause was determined to be missing segments on the main display. The main display was replaced to correct the reported condition. The user interface module software version is 6.13.90.

Event description:
The facility representative reported a colleague infusion pump with a bad screen. This condition had the potential to interrupt delivery. This event occurred during programing/set up. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.